Manufacturer narrative:
Date sent: 09/04/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a lobectomy procedure, the tissue pad was detached off. There is no detailed info whether the tissue pad fell into the pt or not. However it has a possibility that the tissue pad was detached off when the nurse wiped the blade outside the pt. Therefore the doctor judged the tissue pad had not remained into the pt. Another device was used to complete the case. There were no adverse consequences to the pt. The doctor commented that the device was used properly.